Event description:
It was reported via our sales rep, during surgery, she noted that the surgeon appeared to have problems with the lag screw step drill. It was not possible to remove the wire. Therefore, a new set was opened and the surgery was completed successfully. No adverse consequences reported.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.